Manufacturer narrative:
A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. Due to no sample has been received for evaluation; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause that could cause this is as follows; the team was working to find the likely potential causes that may contribute to the condition reported. A walk through the process was performed and it was observed that the manifold and cooling system had opportunity for improvement. Formal investigation action details are being taken to address this reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/28/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the tip of the yankauer broke off during procedure.